Manufacturer narrative:
E1: event city: portugalete . Event country: spain . Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325¿1219 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set adhesive event on 24 mar 2026, as the customer stated that infusion set tape was not sticking at insertion site due to sport activity.